Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on the display after being exposed to moisture. The customer stated that they went into the water just for 10 minutes, the insulin pump was showing the logo of minimed, customer dried out the pump and there was water inside the battery compartment. The customer inserted the new battery and the insulin pump got an open book image on the screen and now the screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage electronic assembly. No blank display noted during testing.